Event description:
It was reported that during a ptca/stent treatment procedure balloon catheter removal difficulties were encountered. The patient was noted to have clots in the lad and diagonal and a lesion in the circumflex. Patient was treated with reopro, lovenox, heparin and aspirin with some improvement noted. Following ptca and stenting of the lad, attempts were made to dilate the diagonal. The physician had noted a circular area of calcium in the lad at the bifurcation of the diagonal. The physician advanced the nc monrail through the side of the stent to access the side branch and inflated the balloon once to 12 atms. While attempting to remove the balloon catheter, it became stuck in the stent and broke mid-shaft. The patient was asymptomatic during this incident. The physician made several attempts to remove the distal fragment of the catheter by using another balloon, but was unsuccessful and finally retrieved it intact with a snare. Two days later, the physician again attempted to dilate the side branch. He was unable to pass through the stent with a cutting balloon. He thought there may have been damage to the stent when he removed the nc monorail. A dissection was noted during the procedure. The patient was taken for "non-emergent" coronary bypass surgery (saphenous vein graft to circumflex and lima graft to lad) following the procedure. The patient was discharged 2 days post-surgery and is said to be doing well. The physician indicated that there was no relationship between the device performance and the patient's need for surgery. He indicated that the patient's circumstances and anatomy warranted the surgery.